Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine follow-up, an abre self-expanding stent migration of a stent that was implanted on (B)(6) 2024 was observed. The patient did not present with any symptoms; however, migration was noted during a routine follow up visit which detected that the stent was not located in the civ. The stent migrated from the common iliac vein to the superior vena cava in a patient treated for non-thrombotic iliac vein lesions with an abre 14mm stent. An ultrasound initially detected the migration, which was confirmed by computed tomography. The patient was sent to the operating room (or) where the stent was successfully removed through a 20f sheath in the groin using a snare without any injury or further intervention required. Abre was fully intact upon removal. Imaging conducted included intravascular ultrasound both pre- and post-stenting, as well as computed tomography. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: during the implant procedure in nov, the vessel was not pre-dilated and unknown if the vessel post-dilated. No resistance encountered when advancing the device. No damage noted to packaging, i.e. Shelf carton, hoop/tray. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.